Event description:
Two screw heads sheared off during the application process of the 2.0mm auto pilot screws. The exact length of these screws is unknown at this time. There was no adverse consequence to the pt.

Manufacturer narrative:
D6: the quantity used in this event was 2 screws.